Event description:
During the surgical procedure the harmonic shears insert broke and a "non-ceramic" piece of the insert fell into the patient cavity. As a result, the surgeon had to convert to a laparoscopic procedure. No pt harm, or injury was reported.